Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction test strips. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of receiving an e3 error message. Upon troubleshooting high control test results were obtained. Customer states that he feels well and requires no medical attention. Customer was not sure what his expected result should be. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly. Reviewed meter memory: 1:148mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 2:132mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 3:124mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 4:121mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 5:142mg/dl (B)(6) 2015 09:30:00 am fasting:yes. No adverse event reported.

Event description:
Consumer complaint of receiving an e3 error message. Upon troubleshooting high control test results were obtained. Customer states that he feels well and requires no medical attention. Customer was not sure what his expected result should be. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly. Reviewed meter memory: 148 mg/dl, (B)(6) 2015, 09:30 am, fasting: yes; 132 mg/dl, (B)(6) 2015, 09:30 am, fasting: yes; 124 mg/dl, (B)(6) 2015, 09:30 am, fasting: yes; 121 mg/dl, (B)(6) 2015, 09:30 am, fasting: yes; 142 mg/dl, (B)(6) 2015, 09:30 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).